Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified that the event code was logged in the memory of the device and the device delivers monophasic defibrillation energy. The therapy pcb assembly was replaced to resolve the reported issue and the user interface to stack flex assembly was replaced as a precaution. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator was present on their device and there was an event code logged in the device's memory. The event code logged in the memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from a selected energy level. There was no report of patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause for the reported issue was due to diode, designator cr30. Cr30 was electrically shorted from legs 5 to 9.